Event description:
It was reported that a patient underwent an atrial fibrillation ablation with two qdot micro catheters and the patient experienced a cardiac tamponade that required pericardiocentesis. First it was reported that the ngen had error electrode temp slope too high. The catheter cable was replaced but the issue did not resolve. The catheter was replaced and the issue resolved. The temperature cut-off was exceeded and the system stopped the ablation. It was also noted that the octaray 5-6 electrodes had a signal on it at all times. It displayed even when the catheter was inserted in an isolated vein. When the catheter is moved the electrograms displays stronger voltage when moved into the heart. Except for the noise issue the hardware worked within specifications. Ablation was completed and when viewed using ultrasound a pericardial effusion was noted. The patient then had hypotension. A pericardiocentesis was performed and a drain was placed. No further intervention was planned. The patient improved; however, required extended hospitalization. The pericardial drain was removed on (B)(6)2024. The physician believed the cause of the adverse event was caused by transseptal portion of the procedure. There was no evidence of steam pop. The adverse event was assessed as MDR reportable under both the qdot micro catheters. The temperature issue was assessed as non MDR reportable. Since the generator stopped delivering radio frequency (rf), the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The signal issue was assessed as non MDR reportable. The risk to the patient was low.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).